Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 500 mg/dl. Insulin pump had motor error alarm. Dive support cap was normal. Customer was able to rewind. Insulin pump had no delivery alarm. The insulin pump will be returned for analysis.